Event description:
A health care provider (hcp) reported via a manufacturer representative that low impedances were measured when the hcp met with the patient on (B)(6) 2017. A short with impedance of 89 ohms was measured on electrodes 8-11. The rest of the impedances were within normal limits. No symptoms were reported.

Manufacturer narrative:
Additional review determined the following patient code was not related to this event. (B)(4).

Event description:
Additional information received from a manufacturer representative reported the patient had reported a "possible feeling of surging," but they were unsure. The cause of the low impedances was not determined. Reprogramming of the implantable neurostimulator (ins) was planned. The low impedances were not resolved, but the patient was receiving effective therapy.